Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No moisture damage under lcd screen, electronic assembly or motor noted. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. No unexpected low reservoir alarm or excessive "no delivery" error alarm noted. Unit had cracked case at display window corner.

Event description:
The customer reported via phone call that the insulin pump was wet and smelled like insulin. The customer also reported that the keypad was not responding properly and there was a no delivery alarm. Blood glucose level at the time of the incident was not provided. Customer also reported that liquid was visible under the display. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.